Event description:
This case was reported by a consumer and described the occurrence of choking in a male pt who received poligrip (super poligrip comfort seal strips) for loose dentures. A physician or other health care professional has not verified this report. On an unk dte, the pt started poligrip (dental) at unk dosing. At an unk time after starting poligrip, the pt experienced choking. This case was assessed as medically serious by gsk. At the time of reporting, the event was resolved. No corrective actions have been required based on this report.